Manufacturer narrative:
The ICD was received for analysis and inspected. Upon receipt the device was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. Regarding the reported observations about the atrial channel via home monitoring, no conclusions could be drawn based on the available information. There was no indication of a device malfunction.

Event description:
It was previously reported ((B)(6) 2021) that disturbances were seen in atrial burden via homemonitoring. No conclusions could be drawn from the provided data. Device was explanted due to a possible battery issue.